Event description:
After a breast biopsy the post stereo images showed 2 metal fragments in the biopsy site approx 1 cm apart. They 4unkl pieces were left in the breast. There was no pt consequence reported.